Event description:
Info received indicates the bed has no motor functions due to fluid on the motor control circuit board.

Manufacturer narrative:
The tech replaced the motor control board to repair the bed.